Event description:
The device was deployed and appeared to be well-seated in the defect with the push-pull maneuver. Once the device was released from the cable, it immediately embolized into the la/lv and ended up in the aortic valve. After mutliple attempts, the device was snared and pulled into a large sheath and safely removed from the pt. A 24 mm asd was successfully deployed and released without complications. The patient was recovering well.